Manufacturer narrative:
Additional narrative: implanted unknown date in (B)(6) 2018. Device remained implanted. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2018, patient underwent the trochanteric fixation nail advanced (tfna) implant procedure due to a hip fracture. Three (3) months postoperatively, the distal locking screw broke. Patient¿s fracture was healed. Removal of the device has not been scheduled as they are unsure if the screw will need removal. Patient status was not reported. Concomitant device reported: tfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 50mm f/im nail-ster. (B)(4).